Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1173, awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011, when her son was (B)(6). Consumer reported that about 3 months after insertion, she had severe pelvic pain, rash, depression, extremely irritable, low sex drive, painful intercourse, extreme heavy bleeding/ blood clot. She went to gynecologist after gynecologist trying to figure out what was going on with her. For the past 3 years and 9 months she went through multiple yeast infections, kidney infections, hip pain, legs aches and extreme migraines. She also had to take time out of work for not feeling well. On (B)(6) 2015, she had a hysterectomy due to essure. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain; extreme heavy bleeding, blood clot (interpreted as genital bleeding with clots), and kidney infections. She underwent a hysterectomy 4 years after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure, except for kidney infection which is unlisted. After essure insertion pelvic pain and abnormal genital bleeding may occur. Considering the positive temporal relationship, the nature of these events and in the lack of an alternative explanation, causality with essure cannot be excluded. Regarding the event kidney infections; urinary tract infection pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Pathogens can reach the kidney by ascending from the lower urinary tract. Considering the pathophysiology of this event and essure local effect in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs